Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05gnk, implanted: (B)(6) 2013, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4)

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient was back to not being able to urinate unless they used hot water stimulation. This began a couple months prior and had gradually gotten worse. The night prior was reportedly rough and the patient was resting. The patient was having trouble getting the right adjustment and wanted to change the program number. Syncing with the programmer showed that the patient did not have access to other programs. The patient was indicated for urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.